Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Data was downloaded previously for evaluation and it did not confirm the customer complaint. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.